Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was inserting the catheter into the patient's right femoral vein when he encountered resistance. He pulled the wire out and tried again and looked at the wire to make sure it was all intact and it was. He did this a total of three times and the third time he felt a little resistance. At that point he noticed the wire was uncoiled. An x-ray was taken to confirm that none of the wire had broken off. The wire was removed intact and the catheter was kept in place and used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled in use was confirmed. One unraveled guide wire was returned. Visual examination revealed the coil wire of the guide wire was unraveled starting 30 cm from the j-tip and the guide wire was kinked 15 cm from the proximal weld. Microscopic examination found that the core wire was separated 2.5 cm from the j-tip. Based on the curved appearance on the separated ends of the core wire, it appears that the core wire was withdrawn against the needle bevel. Both welds appear full and spherical and remain attached to the coil wire. A manual tug test confirmed that core wire was intact with the proximal weld. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/- 4 mm. The length of the proximal section of core wire measured 58.5 cm. Combined with the 2.5 cm piece on the distal end of the guide wire, the total length of the core wire was 60 cm indicating that no pieces appear to be missing. The outside diameter measured .806 mm, which met specification s. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could other remarks: damage or break the wire. A device history record review was performed and did not reveal any manufacturing related issues. Operational context caused or contributed to this issue. No further action will be taken.